Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c156e, serial/lot #: (B)(4), ubd: 16-jun-2022, UDI#: (B)(4). Product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 27-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used with and endurant iis stent graft system during the endovascular treatment of a ruptured abdominal aortic aneurysm on the (B)(6) 2022.  It was reported during the procedure,  final angiogram was taken in which the physician said the images were great. While the physician  was closing the patients percutaneous  groin incisions, the patient went into cardiac arrest. The patient subsequently expired.  As per the physician the cause of the event could not be determined. It was said the patient was treated with successful stent graft and heli-fx placement. No additional clinical sequalae were provided and the patient is expired.